Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom door not fully latched alarms, determined to be caused by cracks in the threaded insert boss in the front case. The insert boss in the front case mounts the pumping mechanism into the case; the cracks allowed for material separation between the front case and mechanism assembly, resulting in the force required to close the door to be above expected levels, resulting in door not fully latched alarms. The failed front case assembly was replaced.

Event description:
It was reported that a spectrum infusion pump alarmed door not fully latched. It was also reported that there was no pt injury.